Event description:
A report was received stating an endobronchial tube&#39;s cuff did not properly deflate while attempting to decannulate the patient. The cuff was reported to pass &#39;prior to use&#39; testing. Recannulation of the patient was not required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The referenced endobronchial tube was referenced for evaluation. The device was visually inspected and no anomalies were found. The batch paperwork for the referenced lot was reviewed and confirms that the lot was manufactured to meet all of the blueprint specifications and quality requirements.

Manufacturer narrative:
(B)(4)